Manufacturer narrative:
(B)(4): product not returned.

Event description:
Consumer reports, "I've had this brush for about a week...while I was brushing my teeth, the entire circular bristle plate came off in my mouth. I wasn't injured."